Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. Visual inspection at 10x microscope magnification revealed residues of viscoelastics were observed on the portion of the lens returned. The condition observed in the lens was consistent with a lens that has been implanted and eventually explanted. Cosmetic damages (scratches) are observed on the optic zone. No glistenings were observed on the returned lens. The reported device problem code was verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, analysis of the return, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol), model za9003, was explanted from the right eye of a male patient because of glistening and marks on the lens noticed post-op, which impacted patient visual acuity. Incision was enlarged to 5mm, iol brought out of the eye. Another za9003 lens inserted as a replacement lens. 10-o vicryl was used to close the wound. There was no vitrectomy. There was a slight increase in cylinder but not noteworthy. Additional information on the patient indicated that he has age-related macular degeneration. No further information was provided.